Manufacturer narrative:
Unable to prime during prime and system sensor test due to faulty fsr. Pump passed rewind, basic occlusion and displacement test. Pump received with no motor error alarm noted and motor passed motor test. Pump received with cracked reservoir tube lip, minor scratches on display window, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that her husband's insulin pump alarmed motor error during a bolus attempt. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for motor error. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.